Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a check battery alarm. The device was in clinical use when the issue occurred, the device was stopped from further use. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
E1: reporter phone #: (B)(6).

Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that the customer's issue was accidental, and that the device was returned to normal without any repairs. The km did not provide any details regarding the accident. The device was returned to use.